Event description:
I am currently caring for a woman, who has a history of breast cancer. She previously had undergone right modified radical mastectomy and had reconstruction with a tissue expansion technique followed by placement of right-sided saline implant. In addition, the pt had mastopexy performed on left side. However, due to the fact that she is tall, the largest implant available still gave her an unsatisfactory aesthetic result. Consequently, this was ultimately removed, and she is currently reconstructed with a custom silicone implant on the right side and a custom saline implant with mastopexy on the left side. The saline implant has since deflated. Of note, both of these implants were made by the silimed co, which has since been bought out by another co and is no longer providing custom implants. Furthermore, we have identified info online, which indicates that the food & drug administration is investigating a prod made by silimed, but we do not know specifically what that prod is. I am currently the physician, therefore, of having a pt with a custom silicone implant and no existing co to provide info regarding f/u or replacement implants. I previously have attempted to contact the food & drug administration regarding the use of backup custom implants in this pt under "compassionate care" but never rec'd an answer.